Event description:
Allegation rec'd that the head section of the bed will not go up intermittently. No injury reported.

Manufacturer narrative:
Bed located in hallway of ICU, out of use. Technician found the head up hydraulic valve was defective, causing intermittent head up. Replaced the valve and retested all functions to resolve this issue.